Event description:
It was reported that the device presented an alarm for cassette not attached. No patient injury was reported.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120

Event description:
Additional information was received by the manufacturer on (B)(6) 2022 via email and attached in the complaint object: all issues with these devices were found during testing at our facility. No patient involvement was indicated to me, or our technician, at the time the pumps were received at our facility for repair and recertification.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device missing a tamper seal. There was evidence of the error found in the event history log multiple times. The customer reported problem was verified/duplicated. Performing the functional test on the device, found that the latch lock flex was inoperable, the latch lock flex failed to recognize when latched and when locked. The investigation found the inoperable latch lock flex to be the cause of the reported problem. The root cause of the reported problem was unknown.an internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.there was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device as not previously being in for service.